Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor alarm test due to cracked end cap. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 240 mg/dl. The customer states the insulin squirted out, during manual prime. The customer was not wearing the pump while priming. Troubleshooting was performed and determine the top of the reservoir was not wet, and no gab between the piston and reservoir. The reservoir volume did not match what was on the screen. Also the insulin continues to drip after letting go of the act button. Troubleshooting was not able to resolve the issue. The device will be returned for analysis